Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture prematurely. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - a representative sample was returned for evaluation. The sample was visually evaluated and found to be acceptable.